Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. As a result, the customer experienced symptoms described as "tremblement, transpiration," and was able to provide self-treatment by eating chocolate and a date. No third-party intervention was reported for this issue. There was no report of death or permanent injury associated with this event.